Event description:
A surgeon called to report that after implanting an intraocular lens (iol) in a pt's eye, her one week postoperative vision was very good. Then, at her two week postoperative visit, her vision had dropped by three lines, and the surgeon noticed anterior lens cell on-growth, which was encroaching toward the central portion of the lens. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaint reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).